Manufacturer narrative:
Updated: h6, h10. Corrected: b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insufficient bending angle/ buckled coil pipe issue could not be determined, however, the issue was likely due to physical stress applied to the insertion section during user handling, resulting in deformation of the inner coil pipe. Due to the deformation, the coil pipe hindered angulation-wire movement in the coil pipe. The event can be detected/prevented by following the instructions for use which state: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf type 260 series operation manual_ important information ¿ please read ¿before use_ warnings and cautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information receive from the customer: the event was noticed during preparation for surgery; there was no patient involvement and no death or injury.

Manufacturer narrative:
The customer suspected device was evaluated, and the reported event was confirmed during inspection and testing. Upon evaluation of the device the following defects were found, due to damage on bending tube, water tightness lost, due to deformation of right/left knob, water tightness lost, due to deformation of up/down knob, water tightness lost, due to damage on charged coupled device, a noise image occurs, switch 1 damaged, connecting tube deformed, insufficient bending angle due to wire deterioration, abnormal appearance of the control section, switch area, angle of the downward direction of the wire outer tube connection point disconnected (in the bend of the snake tube), resulting in no fulcrum to pull the bend smoothly and assist the feeding tube (bending-tube) to bubble. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lusera colonovideoscope, having deterioration of connecting tube (no exposed metal, no coating peeling off), insufficient bending angle due to wire deterioration, angle bubbles in water leakage test, abnormal appearance of the control section, switch area (cracking / damage / deformation / discoloration / corrosion / stickiness/ scratch / paint peeling off / etc.) And angle of the downward direction of the wire outer tube connection point was disconnected (in the bend of the snake tube), resulting in no fulcrum to pull the bend smoothly and assist the feeding tube (bending-tube) to bubble. Upon inspection and testing of the returned device, buckling of coil pipe, bending section could not be controlled. There was no patient or procedure involved with this event.